Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the motor was not running. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection of the device found that both tamper seals were broken, and third-party seals were present on the device. The top case had a crack by front left bottom corner. Loose screw rattling inside and visible contamination. There was evidence of the reported problem recorded in event history log. The problem was duplicated during occlusion testing. The investigation found an issue with multiple components. Worm coupling, worm gear, motor mount and motor were all affected due to normal wear of the device. For corrective action the worm coupling, worm gear, motor mount and motor were all replaced. The root cause of reported problem was due to normal wear consistent with use. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 4000.